Event description:
A customer contacted beckman coulter inc. (Bci) regarding low total protein (tp) and albumin (alb) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The erroneous results were reported out of the lab. The samples were higher when repeated and the results were amended. The customer called all corrected reports to the physicians; there are no reports of patient impact due to the false results.

Manufacturer narrative:
Prior to changing the sample probe qc was running lower than the lab's established ranges. A field service engineer (fse) had the customer change the cc sample probe, after which the qc was on the mean. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.